Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection and amikacin injection (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient was still at the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.